Manufacturer narrative:
One device was received for evaluation. Visual inspection found a torn downstream occlusion (dso) seal, loose air detector, and a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. It was determined the air detector was the root cause. The air detector was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited 'a air in line'. The fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
Correction to g3 date received by manufacturer: 2/14/2024.